Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified brachial artery. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of same device. No patient complications nor injuries were reported. The patient condition was good.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR.: mustang 5.0 x 40, 40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 5mm proximal of the distal markerband and extending approximately 11mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per mustang specification the rated burst pressure for this device is 24 atmospheres. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified brachial artery. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of same device. No patient complications nor injuries were reported. The patient condition was good.